Event description:
The manufacturer received information alleging a ventilator was out of order. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an o2 regulation error occurred, and the oxygen blending module was faulty. The device's oxygen blending module needs to be replaced to resolve the issue.